Event description:
It was reported that the customer experienced a temporary loss of dexcom g7 cgm signal to the ilet, after which the cgm spontaneously reconnected and glucose readings became visible during the call. Symptoms included no patient injury and no reported clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the customer. Investigation of this case revealed that the device communication issue resolved without further action, consistent with transient cgm-to-ilet connectivity loss. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interference or environmental factors not attributable to a device malfunction.